Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during the removal of the right ventricular (rv) lead, the insulation of this right atrial (ra) lead was damaged, and the physician decided to explant and replace the ra lead. This lead is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during the removal of the right ventricular (rv) lead, the insulation of this right atrial (ra) lead was damaged, and the physician decided to explant and replace the ra lead. This lead is not expected to return. No additional adverse patient effects were reported.